Event description:
Event description cpi received information from china, that this implantable pulse generator (ipg) was exhibiting atrial undersensing. The physician elected to reopen the pocket to check 'lead positioning'.